Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera elite gastrointestinal videoscope was blocked. The issue was found during reprocessing, the intended procedure was completed using the same device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air / water channel had remnants of a white crystallized contamination believed to be an infacol (simethicone) type of product. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the water flow was not to specification. The device evaluation found that the air / water channel had remnants of white crystallized contamination believed to be an infacol (simethicone) type of product. Additional findings include the following: the light cover glasses was chipped, the light cover glasses adhesive was worn, the optical cover glass was scratched, the optical cover glass adhesive was worn, the insertion tube had delamination evident, the distal end adhesive was lifting, switch 1 had a hole in the button, the up / down button angle had play evident, and the electrical safety test was not to specification. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water channel appeared to be a white crystallized contamination believed to be an infacol (simethicone) type product but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no observed device deformation that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.